Event description:
It was reported that at 08:00 am on (B)(6) 2015 a bd arterial cannula with bd flow switch was inserted into a patient's artery. At 5:30 pm the cannula was observed to be broken and the cannula remained in the patient's artery. The patient received an x-ray and/or an ultrasound which visualized the broken cannula. It was decided to leave the separated cannula in place and at the time of this report, no surgical intervention has been planned.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.